Event description:
It was reported that the patient underwent a surgical procedure to replace this ams 700 cx inflatable penile prosthesis (ipp) for unspecified reasons. The ipp was removed and replaced with an ams ambicor ipp. No patient complications were reported. No further information is available at this time.